Event description:
The facility biomedical manager advised that he has been made aware that a colleague triple channel pump alarmed with a fc16:310, and stopped infusing on all channels during patient use. The device has been sequestered. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 26 2007. A request for the return of the device has been made. The device has been received for evaluation. A follow up medwatch will be submitted upon receipt of the evaluation. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Please note, in reference to the "colleague triple channel" issue described in this report, and based on the review of relevant complaint history of this and similar events, baxter decided in 2007, to take "remedial action" to prevent risk of harm to the public health. Based on this decision, a 5-day MDR was initiated for all events associated with this issue. As such, the aware date is 2007, for all reported events received prior to this date.